Manufacturer narrative:
(B)(4). The device was returned june 01, 2016. Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. A microscopic examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, there was a leak post anastomosis in a low anterior resection procedure. The issue required over sewing to correct the leak. There was unanticipated tissue loss and unspecified extended surgery time. No reinforcement material was used. An ethicon contour device was also used in the procedure.